Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the device would not discharge. Remote support from the customer care solution center was received. It was determined that this was not a malfunction, but a failure caused by user error. The device was confirmed to be operating per specifications and no failure was identified. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.